Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp and rp flex devices for mechanical circulatory support. While on support, the team escalated to a va ECMO from the rp. The cp supported despite bleeding from all access sites and concerns of limb ischemia for 12 hours before the family made the choice to withdraw care and the patient expired.

Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. Access site bleeding : bleeding from all access sites. The root cause of the access site bleeding issue was most likely patient condition related since there was bleeding from all access sites. Limb ischemia : the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. H6 health effect - impact code 1802 and component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29749.